Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a history anomaly on the insulin pump and he was at the doctor's office. The doctor uploaded the pump to carelink pro. Customer stated that the days that he had a high blood glucose level did not show that he corrected for it. Customer stated that he remembered correcting it. Customer stated that he would need to look it up on the sheet that he has at home. Customer was advised to call back.